Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2017 due to acute hemorrhagic stroke. Additional information was requested but not provided.

Manufacturer narrative:
Additional information. Multiple requests for return of the pump were issued to the customer; however, no information regarding pump disposition was provided and to date, vad-61825 has not been returned for evaluation. No product was returned for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.